Manufacturer narrative:
(B)(4). Concomitant medical products: item # us157246 recap cement fmrl hd resur 46m lot # 044190, item # us157852, cup, lot # 867540. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that a bilateral patient was implanted with mom devices in both hips approximately 7 years ago. The patient alleges complications including pain, discomfort, inflammation, elevated ion levels, and metallosis. The patient's left side was revised due to loosening and leg shorting. The cup prosthesis remains implanted.

Manufacturer narrative:
Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Medical records from the revision on sep 19, 2017 identified the patient had catastrophic failure on the femoral side with loosening of the femoral component. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.